Manufacturer narrative:
Insulin pump was received with stripped battery cap coin slot (p). Pump was received with no button response due to flattened act, esc and b buttons dome switch (no creased). Inspected j2/lcd connector and no unlocked connector noted. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to button keypad anomaly.

Event description:
The customer reported via phone call the insulin pump had a damaged battery cap. The customer's blood glucose level was 320 mg/dl at the time of the incident. Customer states they they were unable to remove the battery cap. The insulin pump will be returned for analysis. No further details are given.